Event description:
Vague voice message received from sales rep reporting that customer has had "leaks". Follow up with pharmacist revealed that there was one incident in which chemo medication, "oxaliaplatin," leaked during pt use. Pharmacist reported that rn was unable to see any cuts in the tubing. Reportedly, the medication spilled onto the floor and pt. The pt was reported to have been scrubbed and cleaned appropriately. The pharmacist confirmed that there was no pt or staff injury. The chemo spill was reported to have been cleaned up appropriately.